Manufacturer narrative:
Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed multiple abnormal aspiration and sample short alarms around the time of the event. The field service engineer (fse) replaced the solenoid valve, replaced rinse tubing attached to the mixing valves, performed air purges and cell detergent primes, and performed mechanism and performance checks successfully. A precision test was also performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial a1c-2 result was 9.9%. The customer questioned the result as it did not match the patient's previous result and repeated the sample. The sample was repeated on another c 502 analyzer and the result was 5.4%. The sample was repeated again on the original analyzer and the result was 5.4%. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found a solenoid valve was leaking and had detergent build-up around it with damaged packing. The investigation is ongoing.